Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the forceps held the needle, the suture came off from the needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided from the hp.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when was the suture came off from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk - could you kindly provide the lot number, please? Unk. H3 investigation summary: the product was returned to ethicon for evaluation. One open folder with two strands double armed, one needle suture combination and a detached needle. Beside that one dispensed strand double armed were received for analysis. The product code eh7715lg is double armed. During the visual inspection of detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was noted. The needle suture was examined, and it was noted that the other extreme of the suture is severely cut, resulting in a clip off defect. The inspection of the remaining samples, the swaged and attachment area were noted to be as expected. A functional test was performed in one suture piece using instron equipment and the pull force was above the minimum requirements. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.